Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) did not spring when pressed, as the fluid was not cycling properly. The limitations of the cuff prevented the patient from obtaining the desired ipp rigidity. The device was explanted, at which time it was determined that the patient had developed an infection that prevented the implant of a new ipp. The physician decided to delay implant of a new device. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Correction made to g2 report source.

Event description:
It was reported that the patient underwent a surgical procedure to explant an inflatable penile prosthesis (ipp) due to the pump that did not spring when pressed, as the fluid was not cycling properly. The limitations of the cuff prevented the patient from obtaining the desired hardness of the ipp. Upon explant, it was determined that the patient had developed an infection that prevented the implant of a new ipp. The physician decided to implant the new implant at a later date. There were no additional patient complications reported.